Manufacturer narrative:
Alleged failure: tip broke. Probable root cause: inadequate window profile. Inadequate welding process. Improper material strength. Inadequate size selected for the application. Material brittleness . Excessive force applied by the user. Incorrect rfid tag. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.